Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was nylon in the cartridge.

Event description:
It was reported that there was nylon in the cartridge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was nylon in the cartridge.

Manufacturer narrative:
The reported condition was confirmed as manufacturing related. However, the origin of the fiber/foreign material was unknown. One extension quicklink cartridge with an opened pouch was received for evaluation. After removing the single unit from the opened pouch, a fiber was observed sticking out from both sides of the cartridge. When one end of the fiber was pulled, there was tension on it, indicating that it could have been wedged in and/or around the links or cartridge. The fiber was secured well enough in the unit, which indicated that it was likely present during manufacturing of the unit. The tension on the fiber did not indicate transient foreign material. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually."